Manufacturer narrative:
This complaint has been previously submitted as part of recall with recall number z 1973-2021, this incident has been deemed reportable due to the corrosion found on the power connector only and not part of recall. The correct b5 should be "the manufacturer received information regarding a dreamstation auto CPAP. The device was returned to a third party service center. During visual inspection of the device, corrosion was found on the power connector. In addition, the inspection found corrosion on metallic surfaces and dust/ dirt in the device. This report is being submitted for the corrosion found on the power connector during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient." Section h: (device) problem code grid, remedial action init (rfb) and recall (z) number (rfb) has been corrected/updated.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation CPAP pro unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to third party service center. The service center reports that the device cannot be powered on and the unit's power connector is corroded with corrosion on metallic surfaces found at evaluation. In addition, the device was scrapped.